Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3030 was causing the hemopro to beep intermittently. A replacement cable was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).